Event description:
Orthodontist stated that the enamel damage down-to-dentin on tooth #10 occurred when ceramic bracket debonded during archwire removal. Orthodontist repaired tooth with resin material and rebonded another bracket. Orthodontist stated that the tooth may require restoration at the end of orthodontic treatment.